Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that patient lost a lot of weight and the tissue over the ipg site was thinner. The patients charger became too warm and shutting off. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.